Event description:
Banta healthcare products tidi brand sterile, field 18" x 26", reorder # 917270, this product is packaged in a paper wrap that cannot be opened without shredding the paper and contaminating the enclosed drape.